Event description:
It was reported that the superior vena cava (svc) and defibrillation portions of the right ventricular (rv) lead were exhibiting low impedance. The lead was programmed to pacing only and the patient is to be followed via remote monitor transmission. The lead remains in use. It was also reported that the left ventricular (lv) lead impedance had been fluctuating and had measured in the high range. No changes were made to the lead which remains in use no patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: d234trk implantable cardioverter defibrillator 2009-(B)(6), 4196 implantable pacing lead 2009-(B)(6). (B)(4).